Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: e1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Actual device was not returned. Sustaining engineering will conduct investigation based on the attached mail and x-ray. The statement below is a summary of the sustaining engineering investigation: the products are not received but no product failure or hazard is reported or seen in the x-ray images of two cases provided by the surgeon. No specific negative feedback regarding the product in these cases is also received from the surgeon. Furthermore, in the x-ray of one of the cases the fns bolt looks to be placed a bit far from the cortical bone of the femoral head compared to the procedure described by the fns technique guide. Nevertheless, this should not be the reason for the pain since the construct still looked stable in the xray images. In both cases some shortening of the femoral neck is visible in the x-ray images which could be the reason for the pain. As the hazard and failure mode as such is unknown the applicable line in the risk management file cannot be precisely defined, and no specific risk can be assessed from the fns system design and clinical risk management file. The sales and complaints data for the time interval of january 2016 ¿ april 2020 is investigated and all unique complaints of the fns system which resulted in ¿pain¿ with no product failure (no reported product problem : adverse event) are investigated. In total there are 12 of such complaints which also include postoperative bone fracture or migration due to poor bone quality. This could be considered as a conservative assessment since none of the bone fracture or migration are reported in these complaints. Although the complaint does not describe the hazard and failure mode precisely to support identifying the correct risk line, the applicable risk management document, has nine lines with a potential harm of pain. The applicable risk management document thus addresses the issue reported adequately but as no specific product problem or hazard is reported and can be seen from the x-rays (this is confirmed by the surgeon as well) the complaint can be rated as unconfirmed. The above investigation concludes that no design issue is identified and therefore no design or specification update is needed. No further actions are required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient experienced pain from fns implants before the healing process was completed. The patient was revised on an unknown date with hip total hip endoprosthesis (tep). There is no further information available. This is report 1 of 4 for (B)(4). This (B)(4) captures the fourth complaint out of the five cases of fns failure while (B)(4) captures the first complaint, (B)(4) captures the second, (B)(4) captures the third case.